Event description:
Complaint description: a hospital nurse reported that a previously performed esophagogastroduodenoscopy procedure had been successfully completed. However, the pt returned with a complaint that he/she was experiencing difficulty swallowing. During a follow up exam, it was noted that a suture required cutting. However, an attempt to cut the suture was abandoned when the loop cutter would not cut or come loose from the pt. The suture was successfully cut with a different device during a follow-up procedure. Hospital characterization: the hospital nurse reported that the cutting loop used during the procedure was used by the physician for this procedure only; it had never been used prior to this occurrence. The hospital nurse stated that she does not know if the problem with the cutting loop was caused by a technique used by the physician or a device malfunction. The device was discarded following the occurrence.